Event description:
Device 2 of 2. Reference MFR report #: 1627487-2012-06643. It was reported, the pt had fallen. Afterwards, the ipg would no longer communicate with the charger and programmer. A replacement charger and programmer would not communicate with the ipg. The pt is without stimulation at this time. Prior to the fall, allegedly the scs system was not providing pain relief for the pt. The pt will have her ipg replaced on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.